Event description:
It was reported that the patient underwent an l3-5 minimally invasive posterior lumbar surgical procedure. It was reported that during rod placement the inner sleeve extender detached from the bone screw.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. See also medwatch 1030489-2011-00536.